Event description:
It was reported that during a colectomy two devices 'did not work.' As a result, a colostomy had to be performed.

Manufacturer narrative:
(B)(4). Batch # unk. Health effect ¿ clinical code = gastrointestinal system (e10). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is meant by ¿the devices did not work?¿ is the colostomy temporary or permanent? Were any other devices of hand sewing techniques considered prior to converting to colostomy? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2023 maude report # mw5114548 received. Event from mw5114548: during recto-sigmoid resection, stapler contour did not fire correctly. User stapled and released the stapler and found that the stapler had fired in the stapler device but there was a complete opening as if it had not stapled the colon. Possible damage to colon. Second stapler was used to complete he procedure. The contour stapler device from ethicon, which failed the first time, will be held for 30 days and then sent to be analyzed and compared to the second one, which functioned properly, for quality control. (Supplemental information to c.2.: stapler on hold for 30 days from date of report i.e., through 2/17/2023). Procedure performed: exploratory laparotomy, low anterior resection with hartman's pouch, llq colostomy, incisional ventral hernia repair with biological mesh (9cm oval). Right inguinal hernia indirect repair with biologic graft (10 x 6 cm). Peritoneal lavage and drainage.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2023. D4: batch # 902a12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. In addition, slight damages were noted on some drivers of the reload. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch/lot number 902a12, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2023 h11: corrected data = b2 b2 was omitted on the previous report.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2023. Additional information was requested, and the following was received: what were the indications for surgery? Colon cancer. Did the patient receive any preoperative chemotherapy or radiation? No. What is meant by ¿the devices did not work?¿ device didn't staple. Is the colostomy temporary or permanent? Permanent. Were any other devices of hand sewing techniques considered prior to converting to colostomy? No. When was the staple retaining cap removed? Before use. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? 1-2 times. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? Attempted to complete the transection in one firing but the device didn't staple. Can more information be provided about staple form? No. What is the current status of the patient? Patient.